Event description:
It was reported that after the insertion of the iab, the pump experienced helium loss of alarms and the iab was removed and a second insertion was not needed. There were no patient complications.